Event description:
It was reported that a patient presented with loss of capture and high pacing impedance noted on the patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.